Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture baker grade IV", "seroma" and "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
The events of "capsular contracture baker grade IV", "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "capsular contracture baker grade IV", "seroma" and "suspected/actual rupture/deflation".